Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery for the second or third day while the customer was asleep. The customer's blood glucose was 366 mg/dl, which was treated with manual injection. The customer was advised to disconnect from the device and perform a 5.0 unit fixed prime. The caller stated that insulin did not exit, and the insulin pump alarmed no delivery. The caller was advised to remove the reservoir, disconnect and reconnect the tubing and reservoir at the tubing connect, and push insulin slowly through the tubing. The caller stated that insulin did not exit with a manual plunger push. The caller was advised that the alarm was caused by an infusion set and/or reservoir connection issue. The caller was advised to replace the infusion set and reservoir. Caller connected tubing and confirmed insulin exited. Last weekend, the customer's blood glucose was over 600 mg/dl, and an infusion set change resolved the previous no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.